Event description:
It was reported that when the device was used during a laparoscopic bariatric procedure, the device transected bowel without stapling at all. The surgeon got another cutter and finished the case. There was no consequence to pt.